Event description:
The pt experienced a loss of therapeutic effect over the last "several months" and stated that "it isn't working". The pt has never been in for reprogramming since the initial implant. Further information is being requested from the healthcare professional.

Manufacturer narrative:
(B) (4).